Event description:
The physician successfully placed an xact stent in the left internal carotid artery (ica). After deployment, a clot formation was noted on the stent and the patient was started on reopro. The patient was discharged to home on the following day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.